Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the hawkone device was received for evaluation with the cutter driver attached and no ancillary devices or cine images from the procedure. The torque shaft was bent at the strain relief. Red dried mater also was observed on and within the distal assembly chamber. The nosecone and distal assembly was not aligned. Deformation was observed at the medial section of the distal assembly distal the cutter head. The deformation was not clearly identified without the aid of a microscope. The cutter head was able to be retracted and advanced with no resistance.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The lesion in the mid-sfa was severely calcified and eccentric. The majority of plaque was on the lateral wall of the vessel. In an effort to obtain less than 20% residual stenosis greater than 20 cut passes were made. These multiple eccentric cut passes resulted in a perforation. It was successfully managed with multiple balloon inflations and ultimately a 7x50mm stent graft was placed. The case resulted in improving popliteal pressure from 0.46 to 1.0.